Event description:
It was reported that a balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. The balloon was inflated to 10atms on the first inflation and then the balloon ruptured during the second inflation at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter received with no original packaging. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a longitudinal balloon tear 4mm long 3mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 98% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was advanced to dilate the lesion. The balloon was inflated to 10atms on the first inflation and then the balloon ruptured during the second inflation at 14atms. The procedure was completed with a different device. No patient complications were reported and the patient's status was good .